Event description:
It was reported by a healthcare provider that, the in-room quantitative coronary analysis (qca) option on an innova 2100 system gave abnormal results (i.e., the vessel size was overestimated). A pt was not involved and no injuries have been reported. The concern is for possible injury due to use of the wrong size stent.

Manufacturer narrative:
Engineering investigation determined the issue is caused by a software problem. Under worse-case conditions, the results may be 2.75 times the actual vessel diameter.